Manufacturer narrative:
(B)(4). The device was not returned; however, a photograph was received for evaluation. The photograph was visually inspected and verified the crack and iodine leak. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified and the cause is unknown. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that iodine was leaking from a crack in a minicap. This was noticed after use. There was no patient injury or medical intervention associated with this event. No additional information is available.